Manufacturer narrative:
B5, describe event or problem: updated field content. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6, type of investigation, code 4112: pre-implantation computed tomography (CT) images dated (B)(6) 2021, as well as intra-operative x-ray angiography images dated (B)(6) 2021, were returned to gore and an imaging evaluation was performed. Pre-implantation computed tomography (CT) images dated (B)(6) 2021: there appears to be a >3cm proximal landing zone prior to a 144 degree angle. The diameters within the proximal landing zone are approximately 25-27.6mm (maximum diameters). Intra-operative x-ray angiography images dated (B)(6) 2021: pre-deployment angle - c-arm position chosen has demonstrated a very fore-shortened neck. Post deployment sheath injection: the endograft appears to be below the >3cm proximal landing zone. The image demonstrates an aortic extender being advanced into the proximal landing zone. This angiogram does display the proximal landing zone without foreshortening. There appears to be 2 aortic extenders deployed. The series contains motion and the density directly beside the proximal main body seems to correlate with motion vs contrast outside the device.

Event description:
It was reported to gore that on (B)(6) 2021, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm measuring 4cm as well as an aneurysm of the common iliac artery measuring 4.8cm. According to the physician, this patient was not suitable for open repair due to his age and additional comorbidities. In the light of diagnostic pre-operative findings and ensuing therapy planning, the endovascular treatment option was a deliberate decision to minimize the risks for this patient as far as possible. Both anesthetic and operation were assessed as risks too high for laparotomy during open surgery. Additionally, therapeutical success of implanting a y ¿ prothesis (requiring 3 anastomoses at minimum, possibly 5) was considered unsafe as the necessary clamping procedure and connecting the patient¿s extremely fragile vascular system gave reason for concern. Out of the endovascular systems available on the market, the product most suitable to treat the wide aortic neck angulation was selected. Even though in this case, the patient had presented with a larger aortic neck angulation as specified in the instructions for use for the gore® excluder® conformable aaa endoprosthesis due to his anatomical/physiopathological condition, a specific implantation method was used to accommodate this situation. It was reported that after deployment of a gore® excluder® conformable aaa endoprosthesis cxt281412e below the kinked aortic neck, two gore® excluder® conformable aortic extender endoprostheses cxa280005e were additionally deployed, one below the renal arteries, the second serving as a bridging device. Following ballooning with a medtronic reliant¿ stent graft balloon catheter, intra-operative final angiography imaging was performed and no issues were noticed. The device portion of the procedure subsequently concluded. It was reported that during preparation for transferal to the intensive care unit, the patient showed progressive hemodynamic instability and ultra-scan diagnostics confirmed abdominal fluid accumulation, indicating emergency laparotomy. Upon opening the patient, inspection revealed a significant hematoma in the absence of a clearly identifiable aortic rupture. Additionally, the vessel walls appeared extremely fragile and heavily calcified and were hemorrhaging diffusely. Due to the dismal condition of the aortic as well as the iliac artery vessel walls, it was not possible to perform the necessary anastomoses and a bifurcated prosthesis could therefore not be implanted. Although it was reportedly attempted to stabilize the patient by administering blood transfusions and cardiovascular medication, the situation of the continuous hemorrhage could not be controlled. As there was no alternative therapy available, it was decided to not continue treatment. The patient reportedly expired during surgical conversion.

Manufacturer narrative:
H6, medical device problem code: added codes 2993 and 2017. H6, investigation conclusions: added code 50. H6, health effect - impact code: added codes 4635, 4627, 4643, 4644. H6, component code: added code 4755. H6, health effect - clinical code: replaced code 2135 with code 1884.

Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure was reportedly performed outside the instructions for use as the patient had presented with an aortic neck angulation of 139 degrees. It was reported that due to the patient¿s challenging anatomy, the gore® excluder® conformable aaa endoprosthesis cxt281412e had migrated distally for about 20 mm after deployment. To gain the maximal proximal seal zone now available, two gore® excluder® conformable aortic extender endoprostheses cxa280005e were additionally deployed. No issues were noticed during intra-operative final angiography imaging and the device portion of the procedure concluded. During preparation for transferal to the recovery room it was noticed that the patient¿s systolic blood pressure had suddenly started to drop to around 50 mmhg. As internal bleeding was suspected the surgeons were called back into the operating room and an emergency laparotomy was immediately performed. Upon opening the patient, it was found that the aorta had multiple tears in the absence of a clearly identifiable rupture. An attempt to implant and suture a bifurcated prosthesis failed due to the dismal condition of the aortic wall and severe bleeding. The patient reportedly expired during the surgical conversion. It was reported that the overall manipulation with multiple devices in the procedural context inside the heavily kinked and calcified aorta may have contributed to the tears and subsequently the patient¿s death.